Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) level in the low 20's (mg/dl). Reportedly, the suspected cause of the low bgs was unknown; however, the customer suspected the cause to be due to a result of having diabetes for over 35 years. To treat the low bgs, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.